Manufacturer narrative:
The complaint is confirmed based on the observations described. Since negative pressure therapy involves various elements within a system, it is difficult to determine a definitive root cause for the failure to alarm. It is possible that the alarm did not trigger because the pump sensed that the proper negative pressure was achieved and maintained by the system, potentially as a result of a simultaneous blockage and a leak not significant enough in order to trigger an alarm. It cannot be determined from the complaint description what the precise conditions were within the system and therefore a definitive root cause cannot be determined. There is a delay between the alarm condition and the alarm (greater than 3 minutes) that is intentionally part of the design that may be the cause of the apparent failure to alarm as indicated by the complaint description. Since the alarm did sound after the dressing was resealed and a leak was intentionally introduced, it can be concluded that the pump and system are capable of operating as intended at that time. However, the functionality of the pump could not be assessed officially since the pump was not returned. While smith & nephew acknowledges the dissatisfaction of the customer with the sound and frequency of the alarms, the pumps are required to meet release acceptance criteria and the pumps have been tested by smith and nephew to be fit for their intended use. While the loudness of the alarm is primarily subjective, per the specifications, the go pump has an auditory sound level of 46db. The loudness of the alarms are determined to be ¿low priority¿, indicating that operator awareness is required (iec60601-1:2005, 3rd edition and eic 60601-1-8:2006). The eic 60601 is a series of technical standards for the safety and effectiveness of the medical electrical equipment which contains basic requirements for the loudness of an audible warning sound. The measurements of the volume of auditory alarm signals have been measured from the device in a horizontal plane extending from top of device (alarm location) at a distance of 2 feet to simulate the operator¿s position. The device history record was reviewed and no issues were found during the manufacturing and/or release of the device.

Event description:
Failure to alarm - dressing found to be lifted but pump had not alarmed.

Manufacturer narrative:
Incident indicates a lack of alarm, but complainant did not provide details of the negative pressure pump involved in this incident. Active investigation is in progress, results of investigation to be provided in a supplement report.

Event description:
Failure to alarm - dressing found to be lifted but pump had not alarmed.